Manufacturer narrative:
The marathon micro catheter was returned for analysis. The onyx 18 kit was returned for analysis and was observed to have its onyx solution partially consumed. The remaining onyx solution was likely consumed in the event. The tab of the aluminum cap on the onyx 18 vial was observed to be removed and the rubber stopper was observed to be punctured. No damages were found on the outside of the vial. The dmso vial was observed to have its dmso solution partially consumed. The remaining dmso solution will not be returned as it was likely consumed in the event. The tab of the aluminum cap on the dmso vial was observed to be removed and the rubber stopper was observed to be punctured. No damages were found on the outside of the vial. Review of the lot history records of the onyx 18 kit reveals the onyx 18 vial sub-assembly and dmso vial sub-assembly. It appears the correct onyx 18 vial and dmso vial was returned. No other anomalies were observed. The marathon total length was measured to be ~171.6cm, the usable length was measured to be ~165.1cm which is within specification, and the distal floppy segment was measured to be ~25.1cm which is within specification. Onyx residue was found within the marathon hub. No issues were found with the marathon hub, catheter body or distal tip. No onyx residue was found within the marathon micro catheter distal tip lumen. The entire surface of the marathon micro catheter was examined under magnification, no pinholes or ruptures were found. An in-house 0.010¿ mandrel was inserted into the marathon micro catheter distal tip lumen and became stuck at ~64.0cm from the distal tip. It is likely the proximal section of the marathon is occluded with the remaining onyx. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s reports of ¿catheter occlusion¿ and ¿onyx premature solidification¿ were confirmed. There is no evidence suggesting that the marathon micro catheter was defective. However, it is likely that the onyx became exposed to water, saline or blood causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx remains in the patient and cannot be returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00930, 2029214-2019-00931. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marathon rupture with onyx during a procedure. The patient was undergoing treatment for a left temporal arteriovenous malformation. The vessel was minimally tortuous. It was reported that the marathon was prepared, then advanced to the therapeutic area. The marathon was flushed with saline, then 0.3ml dmso. The onyx was shaken on a shaker for 30 minutes at speed 8, then taken for injection. 0.25 ml of onyx was injected at a slow, controlled rate. After injection, it was reported that nothing was visible on fluoroscopy. An additional 0.02 ml of onyx was injected with no change on fluoroscopy. The marathon was checked under fluoroscopy and a leak was observed. The marathon was removed. A new marathon was flushed with saline, then dmso. Onyx was again injected at a slow, controlled rate. After 0.20ml was injected, the operator felt resistance in the catheter. Pushing was attempted and resistance continued. The marathon was withdrawn. There were no patient symptoms or complications associated with this event. Reported device and any accessory devices were prepared as indicated in the IFU. No images are available for review. The catheters were flushed as indicated per the IFU.